Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during pre-testing that the pump was not keeping the date and time settings, the dso was open, and a rusty coil was observed. There was no patient involvement and harm. This malfunction would likely to cause interruption of therapy.